Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: start-up failed (black screen) and the ventilator device alarmed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was stated that the display of the device turned black (blackout) not during ventilation. The reported issue cannot be evidenced in attached device logs. On reported date of event the ventilator cannot be evidenced running from attached device logs. It is unknown whether the device was taken close to the MRI scanner in standby, however, no 'off ventilation software' entry appeared missing in events log, which is an indicator of sudden shutdown or malfunction in case the device is exposed to magnetic field beyond normal range. No teslaspy logs or error logs were provided. It was confirmed that the issue has been resolved and the device was returned. Details of the steps taken in order to resolve the issue were not provided. This case is considered as closed.